Manufacturer narrative:
(B)(4).

Event description:
It was reported an asymptomatic patient was presented in clinic for a routine follow-up. The device could not be interrogated. A repeated attempts were made with a second programmer, a different room, different wand angles but was unable to establish communication. The device was explanted and replaced. Patient was in stable condition.